Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed. Analysis indicated the distal conductor of the lead developed a fracture due to flexing while in vivo. The exposed right ventricular defibrillation coil became extrinsically fractured due to a cut. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the system was removed due to infection which was identified as clostridium difficile and noted to be unrelated to the system. The right ventricular (rv) lead was returned to the manufacturer, analyzed and tested out specification. No patient complications have been reported as a result of this event.